Event description:
Resident was found in room with head on bed and body through siderails of bed. Resident was cool and cyanotic. Resident was removed from siderails and was found to have no respirations and a weak pulse. Emts were on the scene immediately and began a code with return of respirations and resident was transported to the ER. Resident was evaluated at the hosp and placed on a respirator, and pt is being weaned from this. Staff was in resident's room 10 minutes prior to incident. Hosp physician feels that respiratory arrest is related to cause which is unclear at present. Siderails were padded and resident was checked 10 minutes prior to incident. (*)